Event description:
Customer reported a blood glucose (bg) level of "high;" cause was unknown. The customer administered a correction injection in an attempt to resolve the high bg. Customer then went to the emergency room (ER) and received treatment of insulin and saline and was released from the ER in the morning. Multiple follow up attempts were made but no further information was received.